Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the locking system was damaged on the handpiece device. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the burr lock assembly was damaged; it could not hold the cutters. The burr lock mechanism assembly was disassembled and one of the two springs for the lock tabs had failed and was not pushing on the lock tabs to secure cutters. It was further observed that one of the springs was out of place and deformed. The other spring was out of place and completely gone. It was determined that the assignable root cause of the springs to come out of place was due to the handpiece being run without a cutter, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.